Event description:
A pt noted he had increase baseline pain over the last few days, and was unable to adjust his stimulation. No stimulation sensation was felt. The programmer had a lightening bolt displayed in the left corner, and after syncing with the device. It would not select a program. Three programs would not sync. Upon interrogation, high impedances >10,000 on electrodes 8-15 was noted. Stimulation was attempted on the right side of the pt's body, but was not acquired. Stimulation was acquired on the left side. The physician was reluctant to remove the lead due to potential injury to pt. Additional info has been requested and if received, a follow up report will be sent.

Manufacturer narrative:
(B)(4).